Event description:
It was reported that the casting broke. No injuries were reported and a patient was not onboard.

Manufacturer narrative:
It is likely that the customer "hot dropped" the cot causing the casting to break. This is customer misuse; the operations manual specifically advises the user to not "hot drop" the cot.